Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose level was unknown. The customer also reported that the insulin pump's battery life was less than 1 week. The customer also reported that insulin pump lost settings and there are dots of black marks on the screen of the insulin pump. The customer also stated that insulin pump had random no delivery alarms and multiple presses are required to respond the button of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify unexpected battery power loss, motor error alarm and no delivery alarm/occlusion alarm due to buttons not responding. Device received with minor scratched lcd window. (B)(4).